Event description:
It was reported that the patient experienced hypoglycemia, with a lowest blood glucose of 66 mg/dl confirmed by fingerstick after an earlier episode of hyperglycemia, and the patient was treated with oral glucose tablets per the 15/15 rule until values returned to range. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention, as medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and insufficient information was identified regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.